Manufacturer narrative:
(B)(4). The multifocal intraocular lens was received cut in 2 pieces across the optic precluding measurement of the diopter. The lens met all manufacturing specifications prior to release. The definitive cause of the patient's difficulty reading was not determined and our investigation is inconclusive. All information currently available is provided in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported by the surgeon that he exchanged a multifocal intraocular lens for a monofocal lens (B)(6) after implant due to the patient's complaint of his inability to read. Patient's post-op refraction after the exchange is 20/25.